Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Ac power was applied to the rf generator and a successful power on self-test was observed. No system logs from the reported event date were present on the returned device. No faults, warnings or irregular heating periods were encountered during the evaluation performed. User defined temperatures were achieved during the application of rf energy on all ports. The procedure being performed during the field reported event was not communicated and no log files were available for review. Based on the information provided to abbott and the investigation performed, the returned product operated as designed during the evaluation. The root cause of the field reported event cannot be conclusively determined. No logs for the reported event date were present.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the probes were not heating when more than one port was used and the procedure time increased significantly. There were no adverse patient consequences.